Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The ccc was informed that the instrument posted a sample-dilution probe 1 (dpp1) wash port overflow error. The staff then noticed that there was an overflow on the dilution washer (dwud) and reaction tray washer (wud). The ccc reviewed the data provided. The ccc found that the quality control (qc) data was within range prior to the issue. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found blocked reaction tray washer (wud) and dilution washer (dwud) tubing. The cse also found tubing about the vacuum tank was blocked. The cse cleaned the tubing and ran wash 2. The customer then ran qc and was in range. The cause of the discordant results is a clogged tubing in the aspiration line of the wud and dwud. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported multiple patient discordant results due to blocked tubing on an advia 2400 instrument. The initial results were reported out to the physician. The customer reviewed the results and then repeated the same samples on the same instrument. A corrected reported was issued for affected results. There are no known reports of patient intervention or adverse health consequences due to the discordant results.